Manufacturer narrative:
Pr (B)(4). A supplemental submission will be completed if additional information or sample becomes available. No lot batch or sample provided.

Event description:
I would like to inform you about a defective lockable drainage line. During drainage the access tip has disconnected from the lockable drainage line. No patient harm.